Manufacturer narrative:
Quality investigation is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
A tps handpiece cord was sent for service and bias current was experienced during performance testing. No adverse consequence was associated with the device.